Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. Strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation. -timing of the stroke in relation to impella support (during or post-implant). -detailed description of the symptoms experienced by the patient. -neurological examination findings and any focal deficits observed. -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic). -laboratory test results, including coagulation profiles and cardiac markers. -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications. -response to any previous anticoagulation or antiplatelet therapies. -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced a cerebrovascular accident and suffered a hemorrhagic stroke. It was reported that the device was was successfully weaned and explanted. No further information is available as the facility declines consent to follow-up.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.